Manufacturer narrative:
The reported event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking around the seal of the medication port. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak from the seam around the injection site port. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.